Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the patient had an anterior cervical procedure and had no issues, however there was non-fusion. The non-fusion is assumed to be caused by the patient's physiology. The surgeon performed a second procedure on (B)(6) 2015, implanting hardware posteriorly to help the patient fuse. The patient followed up with the surgeon for pain, an x-ray revealed the pedicle screw had broken at the bottom of the construct at the shaft. The surgeon is not sure why the screw broke. The surgeon does not currently plan on revising, will continue to monitor.